Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, a mechanical and an electrical inspection. The analysis revealed the presence of abrasion marks along the lead body with a rubbed through insulation at 12.5 cm, 16 cm and 43.5 cm distal to the is-1 connector pin. These insulation damages can be considered to be the root cause of the clinical observation. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and a partner lead. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that the pacemaker along with right atrial lead and right ventricular lead exhibited noise along with oversensing and pacing inhibition. The pacemaker remains in service. The ra and rv lead were explanted and returned for analysis. No additional adverse patient effects were reported.